Event description:
On the literature article named "a randomized controlled trial investigating the value of patient-specific instrumentation for total knee arthroplasty in the canadian healthcare system", it was reported that, three patients in the psi group from one surgeon had a poor range of movement and underwent manipulation under anesthesia between six and twelve weeks postoperatively. The patient originally underwent a tka surgery to treat osteoarthritis.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the poor range of movement and manipulation under anesthesia could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment or fit/size of device used. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.